Manufacturer narrative:
Product analysis: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: the device was discarded by the customer, therefore no product analysis could be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this bioprosthetic valve, after all the sutures were placed in the patient's annulus and in the valve cuff, the suture on the cinch device broke during the lowering of the valve into the annulus. The physician removed the valve and implanted another valve of the same size. No adverse patient effects were reported.

Manufacturer narrative:
The product has not been returned for analysis, however, the return is anticipated. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.